Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2012-00727 for the leveen needle electrode, and manufacturer report # 3005099803-2012-00728 for the rf 3000 radiofrequency generator. It was reported to boston scientific corporation that a leveen needle electrode and a rf 3000 radiofrequency generator were used during a radiofrequency ablation procedure performed on (B)(6), 2012. According to the complainant, during the procedure, roll off (complete ablation) was not achieved. Therefore, the physician withdrew the leveen needle electrode, where it was discovered that the insulation was damaged. Reportedly, a needle guide was used during the procedure. The physician attributed the insulation damage to the friction of inserting the electrode through the needle guide. The procedure was completed using a second leveen needle electrode and the same rf 3000 radiofrequency generator. The rf 3000 radiofrequency generator has been used successfully since this event. As a result of the damaged insulation, the patient sustained a three to five centimeter burn on the surface of the skin. The burn was not life threatening, but was reported to be major. The puncture burn was treated by the dermatology department.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2012-00727 for the leveen needle electrode, and manufacturer report # 3005099803-2012-00728 for the rf 3000 radiofrequency generator. It was reported to boston scientific corporation that a leveen needle electrode and a rf 3000 radiofrequency generator were used during a radiofrequency ablation procedure performed on (B)(6), 2012. According to the complainant, during the procedure, roll off (complete ablation) was not achieved. Therefore, the physician withdrew the leveen needle electrode, where it was discovered that the insulation was damaged. Reportedly, a needle guide was used during the procedure. The physician attributed the insulation damage to the friction of inserting the electrode through the needle guide. The procedure was completed using a second leveen needle electrode and the same rf 3000 radiofrequency generator. The rf 3000 radiofrequency generator has been used successfully since this event. As a result of the damaged insulation, the patient sustained a three to five centimeter burn on the surface of the skin. The burn was not life threatening, but was reported to be major. The puncture burn was treated by the dermatology department.

Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that a power cable was attached to the device, the array was completely retracted and residue was present on the entire device. The needle was slightly bent near the distal end of the device. Additionally, 1 cm of the insulation was damaged approximately 3 to 4 cm from the distal tip of the device. It is likely that the use of a needle guide contributed to the damage of the insulation as well as the slight bend in the needle. During electrical testing, the impedance was measured between the electrode and a corresponding tine and found to be within specification. The resistance of the power cable was measured and was also within specification. During functional analysis, the array was able to be extended and retracted without issue. A review of the device history record (DHR) was performed, which confirmed that the device met all manufacturing specifications. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed and the information at hand suggests that the method of use could have potentially caused or contributed to the event. Based on the evaluation conducted, the investigation concluded that the reported issue is an anticipated procedural complication; as the risk of burn and insulation damage is noted within the labeling/dfu.